Event description:
It was reported the patients ipg became inoperable following an unrelated procedure where the ipg was set to surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention occurred on (B)(6) 2022 in which the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The reported observation of ¿ipg cannot be repaired¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s reported procedure. Per the clinicians manual: per clinicians manual arten600144297 rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy) per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
B5: the patient underwent surgery to clean out the ipg pocket due to an infection. The ipg was placed into surgery mode but was unable to be taken out of surgery mode. As a result, the ipg was replaced.